Manufacturer narrative:
(B)(4) initial report. Device details, pt med history, post primary and pre revision x rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA; however, this event occurred outside of the USA.

Event description:
Cormet revision after 5 years 7 months.